Event description:
A malfunction alarm was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the process. After the reset, the malfunction code did not recur, and the customer was informed to continue using the pump while being advised to call back if the issue reappeared. The customer acknowledged and understood the instructions.